Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilted and six limbs of the filter have perforated the wall of the inferior vena cava (ivc). The patient reported becoming aware of the events approximately five years post implant. The patient also reported abdominal and leg pain related to the filter and is unable to walk due to the leg pain. Approximately five years post implant a computed tomography (CT) scan was conducted. The upper margin of the filter ends at the mid l2 level, just below the level of the renal veins. No obvious clot was seen within the ivc without contrast. There is a 12-degree left tilt of the upper filter on the coronal images. On sagittal images there is a 10-degree anterior tilt. No significant migration or obvious fracture of the filter components was seen. All six of the struts protrude through the walls of the ivc into the adjacent surrounding tissues. Two of the anterior struts abuts the posterior wall of the duodenum, consistent with grade 2-3 perforations. The left lateral strut abuts the right lateral margin of the aorta, consistent with a grade 2-3 perforation. The posterior strut on the right side abuts the anterior margin of the right psoas muscle. Additional information received per the report indicates that the patient has a history of hernia repair. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Abdominal and leg pain do not represent a device malfunction and du to the nature of the complaint and limited information could not be further clarified. These issues may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Approximately five years after the index procedure a computed tomography (CT) scan was conducted. The upper margin of the filter ends at the mid l2 level. This is just below the level of the renal veins. No obvious clot was seen within the inferior vena cava (ivc) without contrast. There is a 12 degree left tilt of the upper filter on the coronal images. On sagittal images there is a 10 degree anterior tilt. No significant migration is appreciated. No obvious fracture of the filter components was seen. All six of the struts protrude through the walls of the ivc into the adjacent surrounding tissues. Two of the anterior struts abut the posterior wall of the duodenum, consistent with grade 2-3 perforations. The left lateral strut abuts the right lateral margin of the aorta, consistent with a grade 2-3 perforation. No invasion of the duodenum or the aorta is appreciated. The posterior strut on the right side abuts the anterior margin of the right psoas muscle. Additional information received per the report indicates that the patient has a history of hernia repair.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the ivc and tilting of the filter. The patient became aware of the reported events approximately five years after the index procedure. The patient has also experienced abdominal pain and leg pain related to the filter. The report states that the patient is unable to walk because of the leg pain.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilted and six limbs of the filter have perforated the wall of the inferior vena cava (ivc). The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter tilted and six limbs of the filter have perforated the wall of the inferior vena cava (ivc).